Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported the ins does not work anymore. It works less than 10%. The patient reported that both the patient programmer and recharger were not working, and she does not know what the problem is. The patient must charge every week. The patient reported she loses the charge in 5 minutes. The problem has been going on for the past 6 months. The patient said she was supposed to get a new device, but she canceled the surgery. The patient does not want to go to her healthcare provider (hcp) because of covid and she has lupus and lots of issues. The patient also mentioned her blood pressure was very low. The patient just came back from the hospital/ER the day prior to report. Caller was redirected to the healthcare provider (hcp). No patient symptoms were reported.